Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent vaginal sling implant in 1996. It was reported that following insertion the patient experienced mesh erosion of vaginal wall, persistent pain and pressure and unable to have sex due to pain, bladder pain, urinary incontinence, pain and vaginal bleeding with bowel movements, severe vaginal pain with intercourse, chronic bladder infections, urge incontinence, urinary frequency, husband was cut while having intercourse, blood in urine, interstitial cystitis, and vaginal bleeding. The patient underwent mesh excision in 2005 and then underwent two additional revision surgeries. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder obstruction.it was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginal mesh and placement of a screw bone ultra kit and cystoscopy on (B)(6) 2007 due to exposure of mesh and stress urinary incontinence. It was reported that the patient underwent placement of sis graft, revision of vaginal wound, and examination under anesthesia on (B)(6) 2008 and a cystoscopy on (B)(6) 2009.